Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide,? Which is shipped with every homechoice device. Step-by-step instructions for properly disconnecting during emergencies are described. Step-by-step instructions for returning to therapy after the emergency disconnect procedure are described as well. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during drain one of five. The hp disconnected improperly prior to the alarm and then reconnected to the hc. The hp cycled power to clear the alarm. The technical service representative (tsr) assisted the hp in ending therapy and starting over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.